Event description:
During the implantation procedure, the lead would not sense or pace; no response from the lead during implant testing. The lead was not implanted; a new isoline lead was implanted.

Manufacturer narrative:
(B)(4) 2012. The analysis is pending.